Event description:
It was reported that a 27mm navitor vision valve (serial (B)(6)) was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The aortic annulus was measured with the perimeter at 76.1mm and the diameter as 24.2mm. Pre-dilation was performed with a 22mm non-abbott balloon. During implant, while the valve was deployed at 80% it was unclear if the valve was fully expanded. Starting implant depth was 3-4mm from the non-coronary cusp (ncc). The decision was made to release the valve from the delivery cable without checking the left coronary angiogram in the right anterior oblique (rao) caudal view (a) and left anterior oblique (lao) caudal view. Upon release the valve migrated towards the aorta, 1-2mm above the annulus. A new 27mm navitor vision valve (serial (B)(6)) was implanted valve-in-valve. The final implant depth was 4-5mm from the ncc. Post-implant a trace to mild perivalvular leak was detected. A post-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. The perivalvular leak was mild after the post-bav. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and valve underexpansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that it was unclear if the valve was fully expanded at 80% deployed. Then, upon the released, the valve migrated towards the aorta, 1-2mm above the annulus. A new valve was implanted (valve-in-valve). Based on available information, the cause for the reported device migration and valve underexpansion could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.